Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "check pads" message with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. This is the first complaint received on this lot of electrodes. The electrodes were scrapped and the customer received a replacement. No trend is associated with reports of this type.